Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the device could not be used because of a crack. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Nothing fell into cavity. No pt harm.

Manufacturer narrative:
(B)(4).